Event description:
On (B)(6) 2011, husband reported the up and down buttons on the infusion device do not function as intended. The up and down buttons do respond if they are pressed multiple times. Patient boluses 3-4 times per day. Infusion device was replaced and requested for evaluation. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue.